Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer via a company product specialist to our local affiliate (B)(4). This case involves a (B)(6) female who received two treatments of poly-l-lactic acid (sculptra), with her last treatment received on (B)(6) 2008. Relevant medical history and concomitant medications were not reported. The patient reports she developed subcutaneous nodules after receiving her second treatment of poly-l-lactic acid treatment. The nodules are small, invisible, and located at the right nasolabial fold, and at the left cheek. The patient is not affected or bothered by these nodules. At the time of this report, the event remains ongoing.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: not specified. Add'l info received on (B)(4) 2008: (B)(4) results for batch a7023 revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.